Event description:
Caller reported being informed that a cartridge must be loaded when attempting to fill the tubing. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer technical support (cts) instructed the customer to start the cartridge load process and remove and reinstall the cartridge. The issue was due to a misunderstanding of product functionality, and the customer was educated on the correct procedure. Caller understood and acknowledged the information, resolving the alarm 30 issue.